Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and identified the probable cause as a defective 3-way valve which was causing the cap piercer to drip onto the sample caps, diluting patient results. The fse replaced the 3-way valve to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported observing liquid residue on top of sample caps and the generation of false low ise (ion selective electrode) results which include sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (ca) on their dxc 600i clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.